Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On august 18, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter inaccuracy began 2 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of "95 mg/dl" with the subject meter and "35 mg/dl" on a friend's device (brand not reported). The tests were performed within 30 minutes of each other. The patient informed the cca that he manages his diabetes with a combination of metformin and glimepride medication and denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient reported that an unknown time after the alleged issue began, he developed symptoms of feeling "very dizzy and very shaky;" during the call, he associated the symptoms with low blood glucose. The patient denied receiving any treatment above and beyond his usual routine of diabetes care and management. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.